Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient¿s pump was programmed to deliver medication in the simple continuous programming mode. The patient stated she has noticed her pump is too much in the afternoon from 1:00 on. The patient stated they feels like the pump is going two steps ahead of her, like she is getting too much medication. It was indicated the issue had started over the past week and a half. The patient stated they saw their healthcare provider two weeks earlier and their healthcare provider changed their dose. It was indicated the dose had been brought down at that time. No out of box failures were reported. No medical or therapy problems associated with a small part were reported. No further complications were reported or anticipated.